Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as ash red itchy pimples on the patients back under the back therapy pads. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient reported the spouse was a doctor and cortisone cream has been applied to the area. Follow up indicated the irritation improved.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as ash red itchy pimples on the patients back under the back therapy pads. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient reported the spouse was a doctor and cortisone cream has been applied to the area. Follow up indicated the irritation improved. Supplemental report 10/04/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.